Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to reproduce the issue. The fse replaced the safety disk and tidal disk. The unit passed all functional and safety tests.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d8, g3, g6, h2. Corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes, component codes).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test 5 times.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test 5 times.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.